Manufacturer narrative:
No further information has been provided to date. This report will be updated should additional information become available.

Event description:
Boston scientific received information that this subcutaneous implantable cardioverter defibrillator (s-ICD) could not be interrogated for sensing optimization following connection to the electrode. Boston scientific technical services (ts) provided suggestions for troubleshooting and a magnet reset was completed after which the device was successfully interrogated. No adverse patient effects were reported.